Event description:
Patient experienced an increase in spasticity. The implantable pump and catheter were replaced. Doctor was not sure if the problem was related to the battery. Patient recovered without sequela. Pump was returned and found to be within specifications. Catheter was not returned for analysis.

Manufacturer narrative:
This report is being submitted following an internal audit. Evaluation results; catheter was not returned. Analysis of the pump found it to be functioning within specifications.